Event description:
It was further reported that, according to physician, there was no injury at the site of the generator nor the lead. Per the physician, the pin of the lead was correctly inserted into the generator each time (during the first implant procedure and during the revision procedure) and was checked carefully. However, the likely source of high impedance is incomplete pin insertion based on imaging results below. Ap and lateral chest x-rays were received and reviewed. The images were received after a report of high impedance. The generator was seen to be at rib 4. The feed-thru wires appear to be fully intact. It appears that the pin is not completely inserted into the generator, as the tip of the pin is not visualized past the connector blocks. The notches do not appear to be centralized and appear to unevenly be placed toward the first connector block. A strain relief loop is placed according to labelling. Two tie-downs are able to be visualized and seem to be placed in accordance with labeling. The lead wire appears to be routed behind the generator and the lead wires are intact at the connector pin. No fractures or sharp angles could be seen on the visible portion of the lead. Based on the x-ray images provided, the cause of the reported high impedance is likely incomplete pin-insertion. However, any fractures or microfractures on the portions of the lead that were not visible cannot be ruled out.

Manufacturer narrative:
H3 - code 02: analysis of the suspect device is underway.

Event description:
The suspect device has been received and is undergoing product analysis.

Event description:
It was reported that an unknown patient was experiencing high impedance. The generator was explanted and replaced. The impedance after replacement was within normal limits. No additional surgical intervention has been reported to date. No additional relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Device evaluation was completed.

Event description:
It was further specified that the impedance became greater than 10,000 ohms a few weeks after the primary implantation. Proper pin insertion was verified, as it was stated that the neurosurgeon has had many years of experience with vns. Signs of complete pin insertion, such as clicking and visualization of the lead were verified during the first implantation. The physician re-iterated that after the battery replacement, high impedance was within normal limits.

Manufacturer narrative:
D1, brand name, corrected data: initial report inadvertently submitted without known brand name. D4, suspect medical device, corrected data: initial report inadvertently submitted without known lot #, serial number, expiration date and UDI. H4, device manufacturing date, corrected data: initial report was inadvertently submitted without known device manufacturing date.